Manufacturer narrative:
The reported event of hv circuit damage was confirmed. The hv circuit damage and output transmitter damage is consistent with delivery of high voltage therapy into a low impedance. The cause of the low impedance was undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high voltage circuit damage was observed. The device had already passed the end of service battery voltage before event. The device was explanted and replaced. The patient was stable.